Event description:
Information was received indicating that a pump was exhibiting alarming with a smiths medical, cadd medication cassette. It was reported the end user waste 77.7 ml due to the alarming and this is the third cassette from this lot with issues.no adverse patient effects were reported.no additional information is available at this time

Manufacturer narrative:
(B)(4).